Event description:
A caller reported a malfunction on the pump, but no notable events occurred before this issue. The caller saw a blood glucose level of around 200 mg/dl and didn't report levels exceeding 500 mg/dl, suggesting there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further issues arise.